Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024, for the treatment of elevated bilirubin. During the procedure, the screen started to change colors, the controller shut off and the screen went blue. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h11: the returned exalt model d scope was analyzed. When the scope was connected to the capital equipment and the umbilicus connector was moved, the image was lost. The umbilicus connector pogo pads were cleaned, and the scope image was no longer lost and displayed as expected. The electrical test measurements were within the normal values, and no shorts in the circuit were detected. Most likely, during the manipulation of the device, the pogo pads were contaminated with residues from the procedure, which caused the image to be lost. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024, for the treatment of elevated bilirubin. During the procedure, the screen started to change colors, the controller shut off and the screen went blue. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.